Event description:
2 problems: 1. The insulin pump used by my son did not vibrate consistently when it's set on the vibrate mode. It is supposed to vibrate before and after it delivers a bolus of insulin. 2. Just one week after a new lithium battery is installed into the pump the "replace battery" alarm sounds off. The screen gives the message that the battery needs to be replaced. However the battery condition indicator shows a fully charged battery immediately before this alarm sounds. If the battery is disconnected and reconnected it will continue to work for up to 5 days before the alarm sounds again. If the battery is replaced, the pump will operate normally for up to a week. When the screen gives the "replace battery" message the pump does not function until the battery is removed and re-installed. Therefore my son cannot give himself a bolus, and is not receiving a basal dose; his blood sugar begins to rise immediately until the battery is replaced and the clock on the pump is reset. The alarm is completely unexpected -- a new battery should last up to three months. The battery is not drained. The battery case is not correded or damp -- it is in good condition, and making good contact with the battery. This series of events was repeated with three different batteries; the batteries were newly purchased from the pump MFR. This pump was in use for less than 5 months. It was the fourth pump by this MFR to fail in the last 18 months. -I recently reported the other three pump failures.- when the MFR was contacted with these problems they immediately sent a replacement pump. We have also been provided a back-up pump.